Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left internal mammary artery (lima) graft to the left anterior descending (lad) coronary artery. Multiple stents were placed and a dissection was noted due to the guide catheter. The vessel the 3.5x38 mm xience skypoint stent delivery system (sds) was attempted to be advanced through the previously implanted stent; however, there was resistance, and the stent dislodged. The delivery system hung on the radial sheath during removal. A snare was used to remove the stent and radial sheath. The distal lima graft and lad had no reflow due to the dissection from the guide catheter. The patient was transferred to a higher level of care and they were stable. No additional was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation corrected from yes to no.